Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The patient had an lvad implanted on (B)(6) 2023. The device could not be interrogated post lvad implant. The device interrogated normally prior to the procedure. All troubleshooting was unsuccessful. The patient remains hospitalized. Device currently remains implanted.